Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device intermittently would not power on. Complainant indicated that there was no pt involvement in the reported malfunction.